Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that both the resectoscope and the cable overheated during the procedure, giving off a burnt smell. As the hospital did not have a replacement device available, they borrowed one from another hospital. Consequently, the operation was paused for 45 minutes. The procedure was successfully completed using the replacement device. No negative impact in state of health reported. Since the procedure was prolonged for 45 minutes, the case is deemed as reportable.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "overheating resectoscope element & cable", could be confirmed. The cause of the defect is that liquid probably penetrated the cable at the transition point into the instrument plug. At this point, the liquid heated up significantly and exploded. The cause is wear and tear of the device. According to IFU, this could have been detected during a thorough inspection prior to use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).